Event description:
A malfunction alarm with the code malf 16 was reported. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.